Manufacturer narrative:
During a follow-up call on 7/19/2017, the customer confirmed that the pump was functioning as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin, and after delivering 10 units, the insulin gauge remained static at 130 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 103 mg/dl.